Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room due to syncope. Upon interrogation, the pulse generator and the right ventricular lead exhibited noise reversion episodes. No intervention was performed. The patient was okay and would continue to be monitored.

Manufacturer narrative:
Final analysis found epoxy in the contact ring which may have resulted in the field complaint. The source of the anomaly could not be confirmed.